Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
Patient¿s right hip has been indicated for revision due to migration of the acetabular component. And pelvic discontinuity. No revision has been reported to date.